Event description:
It was reported by service report that the power cord ground prong and motion interrupt pan were missing from the bed. The customer could not determine whether there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Results: motion interrupt pan.